Event description:
Customer reports that she obtained a result of 299 mg/dl on her device while the nurse's device read 111mg/dl at the same time. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.